Event description:
Reporter wore patch for 6 hours and had burn in treatment area after patch removal. He applied aloe and burn ointment to burned area. He is concerned about possibility of residual scar.